Manufacturer narrative:
H10, h3, h6: the device was used in treatment when the system exited the software and the user received error message: "the system has detected that the navio app unexpectedly exited. Please contact robotics customer support to resolve issue." After troubleshooting, the case was completed without issue. Case log files were returned for evaluation. DHR review found that the software version 5.2.05 has been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. Review of the returned log files confirmed a segmentation fault when going from place prosthesis to the "on entry" call of gap planning screen that caused the crash. The malfunction was due to a software failure.

Event description:
It was reported that during ukr case, the system exited the software and the error message read: "the system has detected that the navio app unexpectedly exited. Please contact robotics customer support to resolve issue." Resumed case, recalibrated and were able to pick up where it was left off with about a 90-120 second delay. The patient was not harmed.